Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen became shattered during customer's dance class and customer was no longer able to see anything on their pump. Customer's blood glucose was 160 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.